Manufacturer narrative:
The insulin pump passed the displacement test, rewind, basic occlusion test, occlusion test, prime test, and no delivery test. The insulin pump had normal operating currents and no unexpected off no power or low battery alarm was noted. The insulin pump passed the self test. However, the insulin pump alarmed after the battery change and the time and date were reset due to a broken solder joint on the interface circuit board. The insulin pump had a cracked case at a display window corner, cracked display window, cracked battery tube threads, a cracked reservoir tube lip and cracked reservoir tube window.

Event description:
The customer reported via telephone call that the insulin pump date and time were reset and that the insulin pump alarmed, when the battery was changed. The customer did not recall the blood glucose reading.